Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the outgoing inspection of the reported lot # 5355209. However, a pop test failure was detected during in-process inspection of this batch. (B)(4) pieces were verified after corrective action. Results: (B)(4) pieces. Production resumed after verification. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the safety mechanism of a 22 g x .25 mm bd venflon pro safety peripheral safety IV catheter with injection valve did not activate after use. There have been occasions when the staff had to manually pull the cover and users claim that there is a resistance when they want to completely pull out the needle. There were more than three separate incidents that occurred on (B)(6) 2016. There was no report of injury or medical interventions related to the safety mechanism failure.